Event description:
Customer reported a discrepancy with anti a bioclone lot baa574a. A 1 + reaction was noted with a group b pos unit. Quality control testing was acceptable. No death or serious injury was associated with this incident.